Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump did not turn on flashing medtronic logo, and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a battery failed alarm. The customer reported that battery cap contacts and battery compartment were not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. Advised customer to monitor pump and that a replacement of the battery cap will be sent. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. No power alarms noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2024 02:10:34.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corrode motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. No failed battery test, flashing medtronic logo, or unexpected battery power loss noted during test. However, the pump alarmed failed battery test in pump downloaded history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.